Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they thought the implant was not holding a charge well at all for the past 6-9 months. Agent reviewed how implant battery frequency is due to therapy settings and usage. Patient stated they last charged the implant on friday and they had cycling on from being reprogrammed by a rep previously, and they still had to charge every 24 hours at least. The patient was redirected to their healthcare provider to further address the issue and get in contact with a rep. No symptoms were reported.